Event description:
The healthy authority received a report of bilaterally implanted intraocular lenses (iol)s in a patient with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. The defects have created disabling glare effects. No further information is expected. There are two manufacturer reports associated with these events. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No additional information is expected. There have been no other complaints reported in the lot number. (B)(4).